Manufacturer narrative:
Batch review performed on 22 january 2021: lot 1910850: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 22 january 2021: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452)lot. 2004293: (B)(4) items manufactured and released on 09-jul-2020. Expiration date: 2025-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 22 january 2021: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452)lot. 1909882: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other two similar reported events.

Event description:
Revision surgery performed due to shoulder luxation and short humeral diaphysis mobilization after about 1 month from the primary surgery date. Glenosphere, liner, metaphysis and diaphysis have been revised.